Event description:
In a follow-up call, customer advised that he was alleging inaccurate delivery as the reason for his hospitalization for diabetic ketoacidosis back in (B)(6) 2016. The hospitalization was reported in medwatch with (B)(6). A request was made for the return of the device.